Event description:
An ocd field engineer indicated that, the customer observed fluid drip from the probe of the ortho provue analyzer. Probe drip may lead to dilution of sample/ reagent, carry over and/ or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the pressure in the fluidics system was out of specification. The fe performed the appropriate repairs to return the analyzer to expected operation. The cause of this event was incorrect pressure/ vacuum in the fluidics system, which led to probe drip.